Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0k331, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was doing fine. The infection cleared up and the patient's stitches were removed.

Event description:
It was reported the patient was diagnosed with an infection on (B)(6) 2014. The same area was noticed to be getting red a couple of weeks ago. The area was noted to feel like a cyst and the patient had "a bubble". A culture was done on "right trefrogicular" and staphylococcus aureus and gram-positive cocci organisms were cultured. Perioperative antibiotics were administered, and an irrigation and debridement (I <(>&<)>d) was done on the day of report on the patient's scalp, close to the extension/lead connection. It was indicated the patient did not have meningitis and there was no explant performed. Patient was to be seen on (B)(6). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional information is received, a follow-up report will be sent.